Event description:
It was reported impedances readings >3600 ohms. The patient experienced shocking in their arms and a loss therapeutic effect. The hcp noted, the patient had a broken connector and eventually will have a lead revision. No outcome was reported. A follow-up report will be submitted if additional information becomes available.